Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 2 of 4. The technical service representative (tsr) helped the care giver (cg) to clear the alarm which ends therapy early. The tsr informed the home patient (hp) of the meaning of the system error. The tsr gave the cg the options for completing therapy via manual bags or by replacing the setup and restarting. The cg would notify the peritoneal dialysis registered nurse (pd rn) in the morning. Baxter contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the reported issue. The pd rn stated that the care giver (cg) did call them right after they called into baxter. They stated that the cg did start over with new supplies and the patient was able to continue therapy fine. The pd rn stated they went over the setup and there was nothing that was different with the supplies that could have lead to the alarm. The pd rn stated the patient is continuing therapy fine and there has been no negative outcomes from this alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240 was not confirmed. The lot number was not provided; therefore a batch review could not be conducted. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.